Event description:
It was reported that the user¿s ilet stopped automated dosing after the continuous glucose monitor (cgm) expired, the user was unable to pair a new cgm, had no additional cgms available, and did not understand how to use bg run mode, resulting in extended dosing stoppage and hyperglycemia. The device itself had no component malfunction identified. Symptoms included hyperglycemia, nausea, vomiting with a fingerstick glucose of 376 mg/dl and subsequent reduction to 272 mg/dl after manual glucose entry and device-delivered corrections. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to not comprehending that dosing had stopped, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.